Event description:
Customer reported an error 2015, bf probe purge failure on the aia-360 instrument. The technical support specialist (tss) instructed customer to allow the solution to sit for 24 hours and suggested to restart the instrument which then gave an error 5002, no response from slave. An error 3021 leak sensor also occurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results."

Manufacturer narrative:
A field service engineer (fse) conducted a site visit to address the reported event. The fse confirmed the complaint by reviewing the error log and was unable to reproduce the reported error. The fse primed the system and no errors were found. The fse also investigated the other leak sensor error and could not reproduce the error. Most likely this error and several other communication errors occurred after the customer cycled the power to the analyzer too fast and not waiting approximately 10-30 seconds before restoring power to the unit. The fse ran a daily check with no errors and ran customer prepared quality control (qc) without errors and results were within an acceptable range, no further errors occurred. The aia-360 analyzer is back in service. A complaint and service history review for serial number (B)(4) from installation date of (B)(6) 2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- list of error messages states the following: [2015] error message: bf probe purge failure. Description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. [5002] error message: no response from slave. Description: slave response not detected error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [3021] error message: leak sensor s701 detected. Description: leakage sensor s701 activated. Troubleshooting: contact the service department. The most probable cause of the reported event is unknown.